Event description:
A customer reported experiencing a cgm error 42. There was no reported adverse impact to the customer's blood glucose level. Technical support provided instructions for performing a pump reset, and after the reset, the cgm error did not occur again, allowing the customer to successfully start their sensor session.